Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The pump was returned to the biomedical engineering department without any info. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing, the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination.